Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. Reference manufacturer report number: 3004209178-2015-88238, 3004209178-2015-88237, 3004209178-2015-88240, 3004209178-2015-83151, 3004209178-2015-85579.

Event description:
It was reported that the customer had a high blood glucose level and the paramedics were called. Customer was treated at the scene and customer refused to go to the hospital. Later that evening, the customer started convulsing. Customer was administered glucagon and called the paramedics. The customer's blood glucose level was 16 mg/dl. Customer was then transported to the hospital. Customer had hyperglycemia and was treated at the scene. Customer was wearing the pump at the time of the 911 call. Customer was released on (B)(6) 2014. Customer had high blood glucose levels all day and their blood glucose level was 400 mg/dl that evening. Customer tried to call their health care professional without success. Customer called the helpline and through troubleshooting, it was determined that the pump was malfunctioning. Insulin pump will need to be replaced.